Event description:
A software deficiency in the national biomedical computer system (nbcs releases 1.1 to 1.3.2) was identified with the automatic assertion of temporary ddr category ddr category 2t for syphilis testing. A 2t assertion is placed on a donor record for 365 days from the date of a reactive syphilis screening test result when the confirmatory final interpretation is equivocal. If the eligibility date is in the year 2000 for donors entered into category 2t, the system erroneously applies a 1900 date instead of a date in the 21st century. As a result, the system de-asserts the 2t temporary ddr category because the computer indentifies the eligibility date as expired.